Event description:
It has been reported to philips that there was a rotational movement problem of the c-arc. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that z-rotation movement had problem. Upon remote testing the rse guided the customer to clean the foreign matter on the l-arm base and customer cleaned the foreign matter on the l-arm base. After cleaning, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.